Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that that while using bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes, there was water in the glucose collection tube. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 26-apr-2024. H.6 investigation summary. Bd received one (1) sample and four (4) photos for investigation. The photos were reviewed, and it shows blood in the tube filled to below the printed fill line, but the indicated failure mode for foreign matter with the incident lot was not observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that that while using bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes, there was water in the glucose collection tube. No patient impact reported.